Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material in the scope cover (s-cover), control section, image guide protector (ig protector), adhesive on bending section cover (a-rubber), and connecting tube of the device. However, the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the following parts: scope cover (s-cover), control section, image guide protector (ig protector), adhesive on bending section cover (a-rubber), and connecting tube. There was no patient involvement.